Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 456 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent and not inserted into the skin after insulin appeared to be leaking. As treatment, correction boluses were given.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula. A single timeout was observed at the end of the run, but no drive stall occurred. Although the cannula was damaged, the timing and cause of the damage is unknown. During the investigation damage was observed on the top housing. The underlying reservoir was found to be damaged. The reservoir plunger was damaged therefore the complete fluid path and leak test could not be performed. With a syringe fluid was able to pass through the unexposed and exposed portion of the soft cannula. No leaks were found in the soft cannula, the device could not have leaked during wear. The download data showed that the device generated an 0x1c expiration alarm after 80 hours of operation. This is a safety feature and does not indicate a device failure. Because the download data showed not struggle to run, it was concluded that the observed damage towards the reservoir occurred after the run. Even thought the complete fluid path could not be tested, the soft cannula could be tested and therefore could be determined that the device could not have leaked during wear. During the investigation it was noted that linkage assembly was pressed. Both the slide retract as linkage assembly were damaged. The piezo element was also damaged, however all these damaged occurred after the run, and therefore did not contribute towards the reported symptom codes.